Manufacturer narrative:
The insulin pump received with blank display due to missing battery tube spring. The insulin pump was unable to verify for operating currents including failed battery test, motor error alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to blank display. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm and failed batter test. The customer's blood glucose level at the time of incident was 152mg/dl. Troubleshoot was conducted. The device was not able to rewind, and the battery compartment was found to be corroded. The customer was advised the pump would be replaced and returned for analysis.